Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: evaluation revealed investigators were unable to confirm complaint of chipped and peeling cosmetic damage. There was no damage to the cosmetic finish observed. Abb cover damaged/punctured; responsive during this investigation. No audible sound was detected at power up. Pump was opened and the piezo contact alignment failure. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed no audible sound. This report is made based on results of investigation completed on 10/13/2015.